Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. Customer reported that the pump had critical pump error and was unable to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
On 14-may-2022, the customer alleged the pump having open book image and blank display. No critical pump error (open book image) alarm noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked battery tube threads during the visual inspection. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No blank display during testing. Thus software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 05/10/2022 at 23:26:00.000 replace battery now alarm on 05/14/2022 17:44:02.000 and 17:44:36.000 power loss alarm on 05/15/2022 at 22:27:17.000 and 22:27:29.000. In further full review in the pump history on 05/14/2022 at 17:43:32 found pump error 63 alarm (linenumber = 218, filenumber = 32111) (variableinfo = 06) and pump error 53 alarm (linenumber = 0, filenumber = 326). Pump was cut open and moisture damage on the motor, force sensor and electronic assembly during the visual inspection. In summary, pump passed all required testing. Customer alleged not confirmed for the pump having open book image and blank display. However, found pump error 53 and 63 alarm in the pump history due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.